Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to recover and required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and replaced drawers 2.1 and 2.2, reinstalled pockets, reconfigured storage base, and verified functionality through hardware application tests, all passed successfully. Customer was able to log into the user application, access, both drawers and pockets without any malfunction or delay, passing all test. The system functioned as intended after the field service engineer repaired the device.